Event description:
It was reported that the amount of insulin on board was displaying inaccurately on the pump screen. There was no reported impact to customer's blood glucose. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.